Event description:
Philips received a complaint on the device efficia dfm100 indicating that therapy receptacle was found faulty during device checks. Additional information has been requested.the efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device and determined that the therapy receptacle does not fully secure the external paddles when inserted. As a result, new dfm100 assy therapy receptacle (pn: 453564488971) was installed to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.